Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump did not have the typical whirring sound during dose delivery. The patient experienced nausea, shakiness (tremor), and a racing heart (palpitations). The patient switched to their backup pump and felt better within about an hour. Currently, the patient was using the backup pump without any issues and continued titrating from IV remodulin to uptravi (selexipag). The product fault occurred while in use with the patient.

Manufacturer narrative:
Updated d3 - manufacturing plant address. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.